Event description:
Peritonitis, death. MFR has been made aware of a report involving a pt who had allegedly rec'd seprafilm, developed peritonitis and subsequently died. Further details at this time are unavailable and the relationship of the events to seprafilm is unknown. Several unsuccessful requests have been made to the attending physician for info regarding this case. A follow-up report will be submitted if these details are obtained.